Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. No unexpected number scrolling during testing. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 230 mg/dl. The customer's mother stated that numbers just kept scrolling up. The customer's mother stated that there is no significant event leading to the keypad issue. The customer's mother was advised that the device would be replaced and agreed to return the product for analysis. The customer's mother was advised to discontinue use of the device and revert to a backup plan.